Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an angiographic procedure, the physician noticed the distal tip of the pgw .018 sv5 short 180cm st guidewire detaching inside the patient. There was no reported patient injury. The physician previously had the same incident happen twice since the last incident that was report (case (B)(4).

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.